Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter is confirmed and appears to be related to the use of the device. One 4 fr groshong nxt catheter was returned for investigation. Use residue was observed within the device. An infusion cap was attached to the hub. The catheter was flushed with water using a 12 ml syringe and a leak was observed at the at the proximal end of the catheter near the 51 cm depth marker. A reduced flow of water was observed to emanate from the distal valve of the catheter. Microscopic observation of the leak location revealed a reversed ¿j¿ shaped split. The surface of the split was rough and granular. Based on the damage observed on the returned sample and description of the reported event, the cause of the leak is likely due to a burst in the catheter due to over-pressurization. The product IFU suggests, ¿occluded or partially occluded catheter: catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a crack was found a few centimeters distal from the connection part between the catheter connector and the catheter. There was no reported patient injury. On 02/15/2019 it was additionally reported that a groshong catheter was implanted in a patient with ileus on (B)(6), 2019. Infusion from the pump was difficult, when the catheter was flushed with saline solution, leakage from near the connection between the catheter connector and the catheter was found on (B)(6), 2019. The catheter was removed and changed to infusion of medication from the peripheral vein.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a crack was found a few centimeters distal from the connection part between the catheter connector and the catheter. There was no reported patient injury. On (B)(6) 2019 it was additionally reported that a groshong catheter was implanted in a patient with ileus on (B)(6) 2019. Infusion from the pump was difficult, when the catheter was flushed with saline solution, leakage from near the connection between the catheter connector and the catheter was found on (B)(6) 2019. The catheter was removed and changed to infusion of medication from the peripheral vein.